Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient wanted the implantable cardioverter defibrillator moved to sub-pectoral position. The device was repositioned on (B)(6) 2018. The patient was in stable condition during and post procedure. Following pocket revision procedure, the right atrial lead exhibited loss of capture and loss of sensing; the right ventricular lead exhibited high capture thresholds and low r-wave sensing and atrial capture was noted on left ventricular lead and there was no left ventricle capture. The patient was in stable condition. No intervention was reported.